Manufacturer narrative:
This report is submitted on february 12, 2021.

Event description:
Per the clinic, the patient developed a build up of fluid at the implant site. On (B)(6) 2021, the patient underwent a procedure to aspirate the fluid collection. The issue resolved, and the patient resumed use of the device. Clinical management is ongoing. The implanted device remains.